Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation, the monitor was constantly resetting. The cause for the resets was a defective digital signal processor (u500). The root cause for the defective u500 component could not be determined. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was resetting. The patient was issued a replacement monitor.